Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found.

Event description:
Follow up reported the battery and the extension were palpated and there was no difference in the on/off stimulation. Reprogramming was done and the result was the same. After explant of the device and the extension it was noticed there was "damage with fluid in some way." The patient was feeling good stimulation and everything was back to normal after replacement. No further information was reported.

Manufacturer narrative:
Product ID 7489-66, serial# unknown, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had on/off stimulation 35 times during 24 hours, with a variation between 2 seconds and 7 minutes. It was unclear what the time variation referred to. The reporter stated that the device had been implanted on (B)(6) 2012 to replace a previous device and since then there had been "on/off problems." The reporter stated that the extension, lead, or implantable neurostimulator would probably be replaced. It was reported that the patient was "not feeling very well" because she had a good response to her previous device system. It was noted that the patient's relevant medical history included leg pain. The next day it was reported that the reporter didn't think that the patient's device was getting electromagnetic interference (emi). A week later it was reported that the event was ongoing and there was a plan to have a revision of the "extension lead." It was unclear if the revision was for the extension, the lead, or both. The reporter stated that there was not a date for the revision yet and the patient was really upset about the "stimulation on and off."

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.